Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the harmonic ace instrument had cracks at the tip. Use of the instrument was discontinued. The instrument was removed and cleaned but the damaged tip of the instrument broke off. The user continued the planned procedure using a backup instrument with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use with no damage observed.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. A broken piece measuring approximately 0.37" x 0.10" was not returned. The blade damage may be detected by the generator with a solid tone or an error. This failure is typically associated with mishandling/misuse. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Review of the provided image by a regulatory post market surveillance analyst confirms that the instrument blade was broken off. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This complaint is considered a reportable event due to the following conclusion: image review and failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.